Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, cause was unknown. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software did not deliver automatic boluses as expected. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.